Manufacturer narrative:
Four samples were returned. Six samples were not returned. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 10 </noe> malfunction reports of a scratched intraocular lens (iol). The reported patient ages range from unknown to 80 years. There were three female patients, three male patients and 4 unknown gender.